Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an 104 error occurred, video cable section was cut and the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board was broken and therefore a 104 error occurred and the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error message with the anti-fog system. There were no reports of patient harm.